Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the physician attempting several times to screw in the setscrew into a port but was unsuccessful. It was noted the physician said the screw was stripped. The device was not used and a new device was implanted. No patient complications have been reported as a result of this event.